Event description:
The customer contacted carefusion tech support indicating that during pre-use check (while troubleshooting an autocycling issue), the unit failed fcv characterization. The customer is requesting a replacement gas delivery engine (gde). No pt involvement.

Manufacturer narrative:
(B)(4). Carefusion tech support shipped the customer a replacement gas delivery engine, and issued a return good authorization (rga) number for the alleged faulty gas delivery engine to be returned for eval. The alleged faulty gas delivery engine was returned to carefusion on 03/19/2015, and is awaiting eval. Once evaluated, a follow up medwatch report will be submitted.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the gde installed onto gde test fixture and the gde powered on with a vent-inop condition. After entering into service mode and reviewing the error log, found the flow control valve characterization had failed in the field. Allowed the fcv to cycle for 15 minutes then performed the characterization and passed. This corrected the vent-inop condition and was now able to try and reproduce the autocycle issue reported. After cycling the assembly using exhalation valve performance settings, was unable to duplicate any autocycling as reported. All calibrations were checked and no anomalies were found. Could not duplicate the reported autocycle issue.